Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' parent reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated site was not actively bleeding at the time of call. Customer reported bleeding was stopped. Customer reported that they did not receive medical treatment as a result of the site issue. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.